Event description:
During a follow up call for an unrelated issue, the patient stated they were switching to hemodialysis, because they were hospitalized for 4 days with fluid in their lungs. The patient stated it may have been peritoneal fluid getting into her lungs and she was hospitalized on (B)(6) 2012. On (B)(6) 2012 during a follow up call, the facility nurse reported the patient became very short of breath resulting in hospitalization on (B)(6) 2012. During the patient's hospitalization, 2 liters of fluid were removed from the chest cavity. Per the nurse, tests were inconclusive to determine if this event was related peritoneal dialysis therapy. The patient was placed on hemodialysis. The nurse stated the homechoice was not swapped and there were no volumes reported to determine if an increased intra-peritoneal volume (iipv) event occurred. During a follow up call on (B)(6) 2012, the facility nurse indicated, reportedly the testing for the fluid in the lungs was inconclusive, however the peritoneal dialysis therapy is suspected. The patient does not have congestive heart failure (chf) or other medical history that may have contributed to the fluid in the lungs. It is unknown if the patient experienced a peritoneal leak. The nurse confirmed that the patient has been transferred to hemodialysis and is scheduled to receive a kidney transplant soon. The nurse does not know the status of the homechoice device, however she will investigate and advise. No further information is available regarding this event.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: reportedly on (B)(6) 2012 the patient was hospitalized for the event of fluid in her lungs. The nurse confirmed the patient was switched to hemodialysis. The patient is considered to be recovered. The nurse indicated the physicians were unable to determine if a causal relationship existed between the fluid in her lungs and dianeal or peritoneal therapy.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite electrical test ((B)(4)) and the homechoice rite functional test ((B)(4)) and was determined to meet performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to fluid in the lungs. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of patient symptom-other/fluid in lungs. The reported issue with regards to the device was not confirmed. The assignable cause was undetermined.